Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in electronic instructions for use everolimus eluting coronary stent systems, xience xpedition as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal right coronary artery with moderate calcification that was 98% stenosed. Pre-dilatation was performed with a 2.0 x 15 mm unspecified balloon catheter. A 4.0 x 28 mm xience xpedition stent was deployed at the target lesion when a distal edge dissection was observed and was covered with another unspecified xience xpedition stent. There was no patient sequelae and no clinically significant delay in the procedure. No additional information was provided.